Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged worsening of the wound with slough and required surgical debridement are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient reported to the nurse that the activ.a.c.¿ ion progress¿ remote therapy monitoring system lost suction after he rolled over the v.a.c.® tubing with his wheelchair, resulting in the v.a.c.® granufoam¿ dressing being left in place without active v.a.c.® therapy over the manufacturer's recommendations. This event is being reported due to potential use error. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending completion. Device labeling, available in print and online, states: warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Deterioration of the wound: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: -f available on the therapy unit, check the therapy history log to ensure the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On 15-dec-2021, the following information was reported to kci by the home health nurse: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed by the nurse on (B)(6) 2021 due to the unit not being properly placed on the patient, and the patient stated suction was lost. The wound allegedly appeared worse with slough. On 16-dec-2021, the following information was reported to kci by the home health nurse: on (B)(6) 2021, the nurse stated the incident was related to patient error. The patient rolled over the v.a.c.® tubing with the wheelchair and lost suction. The v.a.c.® granufoam¿ dressing was left in place until the next nursing visit on (B)(6) 2021. The patient was seen by the surgeon on (B)(6) 2021 and is scheduled for a wound debridement on (B)(6) 2021. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending completion.

Event description:
On 07-apr-2022, the following information was reported by kci quality engineering: on( B)(6) 2021, the device was tested per quality control procedure by kci service center, and the unit passed quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. Multiple unsuccessful attempts have been made to retrieve the device, therefore, a device evaluation could not be performed.

Manufacturer narrative:
Based on the additional information received regarding the device, kci's assessment remains the same; it cannot be determined that the alleged worsening of the wound with slough and required surgical debridement are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before patient placement, and a device evaluation after placement could not be performed. The patient reported to the nurse that the activ.a.c.¿ ion progress¿ remote therapy monitoring system lost suction after he rolled over the v.a.c.® tubing with his wheelchair, resulting in the v.a.c.® granufoam¿ dressing being left in place without active v.a.c.® therapy over the manufacturer's recommendations. This event is being reported due to potential use error.